Manufacturer narrative:
(B)(4): the explanted product was received at the abbott medical optics (amo) product evaluation laboratory and was inspected. The laboratory was unable to perform testing as the lens was received cut in half with one distorted haptic. There was also evidence of ophthalmic viscosurgical device (ovd), on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
It was reported after implant of the lens in the patient's left eye, (os) that there was a trailing haptic which was bent. The lens had to be removed. The lens was removed in pieces. The patient's eye required an enlarged incision on each side by one-half (½) mm. No patient injury or complications were reported.